Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 g, once every 3 days, discontinued, route not reported) and amikacin injection (125 mg, discontinued, route and frequency was not reported). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.